Event description:
Reportedly, the device was explanted after an implant duration of 4.27 months for unknown reasons. Per the cer: the device was explanted and a (B) (4) was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded by the hospital.

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was removed and replaced with the same model, higher diopter iol without complication.

Manufacturer narrative:
(B) (4). The intraocular lens is currently undergoing evaluation at the manufacturing site. A follow-up to this MDR will be submitted following the completion of their investigation. The lens met all manufacturing specifications prior to release.

Manufacturer narrative:
Lens diopter measured and is correct as labeled, 22.5 d. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.